Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors, high impedance and increased capture threshold were observed. The lead was capped.